Event description:
It was reported that a homechoice device experienced a system error 2240 (air in set). The patient was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis (pd) therapy. The patient stated that they pressed go and then connected to machine. The technical service representative advised the patient to start over with new supplies. There was not patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.